Event description:
The company was informed that the patient underwent surgery to reposition the patient's internal device. Advanced bionics is in the process of gathering additional information and will submit a supplemental report once new information is obtained.